Manufacturer narrative:
B5 has been updated.

Event description:
It was reported by a prestataire that a patient had difficulty inserting the cannula as there was a needle mechanism problem with the pod. No further information was reported; therefore, it is unknown the nature of the needle mechanism failure. Additional information received on 23-feb-2026: it was confirmed that the patient was wearing the pod for more than 48 hours, and the cannula was inserted into the patient's skin during wear. The pink slide had advanced into the viewing window and the patient's blood glucose levels were not impacted by the event. It was unknown if the cannula was visible upon pod removal.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by a prestataire that a patient had difficulty inserting the cannula as there was a needle mechanism problem with the pod. No further information was reported; therefore, it is unknown the nature of the needle mechanism failure.